Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: uterovaginal prolapse, urethral hypermobility and stress urinary incontinence. Procedure (s) performed: laparoscopic supracervical hysterectomy, laparoscopic sacrocolopexy with mesh, laparoscopic burch colposuspension, laparoscopic paravaginal defect repair and cystoscopy. Complications post-op include pain, vaginitis, abnormal discharge, and mesh erosion. In 2009, interventional surgery was performed. Procedure (s) performed: vaginoscopy, vaginal revision and excision of eroding suture and mesh and limited water cystoscopy. Complications post surgipro implantation: (B)(6) 2009: persistent vaginal discharge, and suspected mesh erosion 1st mesh revision (surgipro) surgery: (B)(6) 2009 ¿ underwent vaginoscopy, vaginal revision and excision of eroding suture and mesh and limited water cystoscopy for persistent vaginal discharge, and suspected mesh erosion under general anesthesia following the mesh revision surgery, developed complications that required additional surgery. Complication includes vaginal mesh erosion, umbilical hernia, vaginal discharge, dyspareunia. 2nd mesh revision (surgipro) surgery: (B)(6) 2010 ¿ underwent robotically-assisted laparoscopic revision of sacrocolpopexy mesh, vaginoscopy and limited water cystoscopy under general endotracheal anesthesia 3rd mesh revision (surgipro) surgery: (B)(6) 2013 ¿ underwent laparoscopic excision sacral colpopexy mesh, right salpingectomy, cystoscopy, and umbilical hernia repair for exposed sacral colpopexy mesh in vaginal with leukorrhea, and umbilical hernia under general endotracheal anesthesia complication of post 3rd mesh revision surgery: (B)(6) 2013 - some mild pain around suprapubic incision, discharge from vagina.